Event description:
It was reported that this right ventricular (rv) has shown high, shock impedance out of range (90 ohms to 150 ohms) since 2016. A request was made to have data from this device analyzed. Device data was sent to rhythmcare for review. Rhythmcare then discussed further troubleshooting options to be considered. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.